Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery reamer/drill device and the reported condition that the device did not function was confirmed. An assessment was performed and it was determined that the electronic control unit (ecu) of the device was damaged and the device would not run, and the trigger of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electronic control unit (ecu) of the battery reamer/drill device was damaged and would not run, and the trigger of the device was not running smoothly. It was noted that the ecu was faulty due to a short circuit, and for that reason functional tests could not be performed, and the machine showed no function at all. The motor itself when the ecu was disconnected was running well. It was further determined that the device failed pretest for check for sticky trigger, check function of the device, check the power with the test bench, and mode switch-test. It was noted in the service order that the device did not function. It was reported that six different batteries were used and all six batteries were damaged during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.